Event description:
The pt received her scs system, including an ipg, on (B)(6) 2008. It was was reported that the pt charged her ipg but afterwards the programmer displayed no change in the ipg battery level. She stated that she attempted recharging the ipg again, but the programmer revealed the same issue. A new charging system was sent to the pt. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.